Event description:
The customer reported that they experienced unstable temperatures during an rf ablation procedure. The electrode was replaced, and the procedure was completed without further issue. No pt injury occurred. Initial evaluation of the incident sample found the insulation damaged and the needle bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.